Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report from the USA stating that the device experienced a damaged hose. It is unk if the device was being used during surgery. It is unk if injury or medical intervention was involved in relation to this event. There was no additional information provided.